Event description:
During a sigmoid colectomy there was no crunch sound heard. The cut line was not apparent. The stapler was not able to be removed. An anastomosis was required. There were potential consequences of infection to the pt. The surgeon was required to open the anastomosis as the staples passed across the desired site. However the knife blade did not deploy, which meant that the anastomosis was not patent. There were no immediate unexpected outcomes.